Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 25 mg/ml of morphine at 7.498 mg/day via an implantable pump for spinal pain. It was reported the patient had encountered the 8286 (empty reservoir) code on their personal therapy manager (ptm) when attempting to bolus. It was indicated that the patient said they were scheduled to come in for a refill on thursday (date not provided). The hcp could not troubleshoot due to lack of access to product. The hcp was advised to check the pump as soon as possible and coordinate a refill. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s scheduled refill appointment was (B)(6) 2019 and the empty pump first began at night on (B)(6) 2019. The patient¿s pump had been refilled and the patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.